Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). It was noted that the patient had a pacemaker abandoned on the left side of the patient and when that device was reprogrammed, it was causing an interference with the new pacemaker and this rv lead on the right side which led to the loc. This rv lead was repositioned and both devices remain implanted at this time. This is considered off label use of the devices. No additional adverse patient effects were reported.